Event description:
It was reported that the patient with a dislodged right atrial (ra) lead called to discuss the anomaly. Technical services (ts) presented three options: leave the lead alone, revise the existing lead, or replace the lead with a new one, and referred the patient to a cardiologist. The patient later reported that the device physician attempted multiple approaches to place the ra lead but unable to get good signals. A chest x-ray showed the lead pointing down and dangling. The physician referred the patient to an electrophysiologist at the said facility for further evaluation. This ra lead remains in service. No adverse patient effects were reported. According to the additional information, this ra lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with a dislodged right atrial (ra) lead called to discuss the anomaly. Technical services (ts) presented three options: leave the lead alone, revise the existing lead, or replace the lead with a new one, and referred the patient to a cardiologist. The patient later reported that the device physician attempted multiple approaches to place the ra lead but unable to get good signals. A chest x-ray showed the lead pointing down and dangling. The physician referred the patient to an electrophysiologist at the said facility for further evaluation. This ra lead remains in service. No adverse patient effects were reported.